Event description:
Reference number: (B)(4). Event occurred in greece. It was reported that the patient faced an event where infusion set tubing came apart at tubing connector on (B)(6) 2025 while the patient was sleeping. The site was left side of abdomen and pump was in left pocket. The infusion set was used for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.